Event description:
The following has been reported: customer reported after running the unit for a long time it will start to making a loud alarming noise. No alerts will be on the screen just the siren sound that the nurses thought the tv was having a flood/ tornado warning. Turning the unit off the sound will go away for a little then start back up again. Action taken: received pump (B)(6). Confirmed customer reported issue. Found malfunctioning speaker, replaced. Device failed clamp test, discovered issue with left flange, replaced part. Device due for preventive maintenance. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several speakers errors (4 times in last 4 months) were found. "The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, nothing was noticed during both external and internal check. During tests, there was no technical or functionnal issue that could be identified for this device which worked as intended. During repairs, clamp test failed, discovered issue with left flange. Speaker, ocs optical circuit and left flange were replaced and sent back to brézins for further investigation. During internal tests, first, the left flange (and the ocs optical circuit) passed all tests (maintenance and functional tests). Then, the speaker passed also all tests succesfully (maintenance and functional tests). Although the reported event coud not be reproduced the complaint description was confirmed by speaker errors found in the log review. Therefore, the root cause of the reported event could be linked to another part that can only be tested with its associated device. To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed the trend is normal. The reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action. This complaints has been reported as MDR to FDA.